Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The disposable device had on the tip, near the pliers, a metal part outside its seat, making it impossible to use it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, e3, g4, g7, h2, h6, h10. The device was returned to the factory for evaluation on 07/20/2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of tissue was observed on the base of the jaws. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The heater wire was observed to be bent and twisted away from the hot jaw from the base with detachment at the tip. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Unk.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d10, g4, g7, h2, h10, h11 corrected section: h-3 from "device not returned" to "device returned";